Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post-drug eluting stenting treatment procedure, stent thrombosis occurred. The 100% stenosed target lesion was located in the moderately tortuous obtuse marginal (om). The lesion length was 18mm and the reference vessel diameter was 2.5mm (minimum lumen diameter was 2.09mm). The lesion was pre-dilated and then a taxus express2 2.5x20mm stent was deployed at 12 atms for 20 seconds in the om. Post-dilatation was performed and intravascular ultrasound (ivus) confirmed 0% residual stenosis. The stent was well apposed and no patient complications were reported. The patient had been receiving ticlopidine and aspirin prior to the procedure and continued post-procedure. Approximately twenty one months post procedure, follow-up angiography was performed and no issues were noted. At the same time the patient's anti-platelet therapy was reduced down to only aspirin therapy and ticlopidine was discontinued. Two and a half months later, the patient presented with chest pain and was transferred to the hospital. A thrombotic in-stent occlusion of the previously placed stent was confirmed with angiography. Thrombectomy was performed to treat the occlusion and a 2.5x18mm non-bsc stent was implanted. Timi flow 3 was restored. No further patient complications were reported, patient status is reported as good and was discharged six days post-intervention.